Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a ventricular lead exhibiting noise and causing pacing inhibition. Physician decided to perform programming changes and monitor the patient with regular follow ups. There were no patient consequences. No further information was reported.